Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The procedure treated the target lesion located in the mid left anterior descending artery. A 3.0x16mm promus element stent was advanced for treatment. When the attempt was made to implant the stent, it was noted that the stent dislodged inside of an unspecified guide catheter. The dislodged stent in the guide catheter was withdrawn outside of the patient anatomy. The procedure was completed with another of the same device. No further patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The procedure treated the target lesion located in the mid left anterior descending artery. A 3.0x16mm promus element stent was advanced for treatment. When the attempt was made to implant the stent, it was noted that the stent dislodged inside of an unspecified guide catheter. The dislodged stent in the guide catheter was withdrawn outside of the patient anatomy. The procedure was completed with another of the same device. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
A visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The stent was returned and visual and microscopic examination of the stent revealed that one half of the stent was damaged and the struts were bunched together. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).